Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing is causing air in line alarms. The customer reports that this is not one event, but something that has been happening at least 2-3 times per day since april in both of the chemo infusion suites. All medications observed hung as primary line. The lines are either primed with normal saline/d5w or drug. Various rates are noted, the device still alarms whether there is a slow or fast infusion. Rates as slow as 20 ml/hr and as fast as 999 ml/hr. The air in line occurs following initial setup or in the middle of the infusion. Valuable medication has had to be discarded valuable numerous times in the last few months as a result. Various infusions include: carboplatin x2, privigen, remicade, pentamidine, rituxan, ns and magnesium. Manager notes that it has come to the point where they have considered sending a patient home without treatment, as they are unable to resolve the air in line issues. In 7/8 cases, the tubing was changed and reportedly fixed the problem. Additional information: the customer reported to a bd representative during a site visit that the packaging for the tubing is smaller now, and the tubing is coiled more tightly inside the package than it used to be. Often when we open the wrapper, there is an indent in the tubing from where one of the plastic clamps has been pressing against it inside the package, even if the clamp is not closed, just because it is wound so tightly in there. This indent is right below the air sensor on the pump. The indent takes a long time to go away, sometimes requiring 10 minutes or so of the nurse rolling the plastic between her fingers to smooth it out. Sometimes they cannot get it to smooth out at all. Specific details for one event was provided: half-way trough an infusion of atezolizumab, air-in-line (ail) alarms occurred 6 times in succession with no bubbles observed. Troubleshooting included opening the secondary safety clamp, rubbing tubing between two hands vigorously, pinching the indentation, re-starting the infusion multiple times, cleaning the ail and pressure sensors with an alcohol pad and/or with a cotton swab and water. The pump was re-started after the sixth attempt and remained infusing to completion.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing is causing air in line alarms.